Event description:
Customer reports via phone. Customer can change rate from patient a (2.0 ml) to patient b (2.5 ml). When the customer starts the patient b injection, the rate will change back to patient a. Rate will change from 2.5 ml to 2.0 ml.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: liebel - flarshehim r & d attempted to reproduce this complaint as described using the 1.11 version software. R & d has completed an evaluation of the reported issue on an injector with version 1.11 software. Not an out of sync issue because the customer stated that the screens matched when the injection started. R & d stored the protocol into memory and modified it prior to running to try and match the customer's steps. With multiple attempts and different approaches, r & d was not able to reproduce the scenario with version 1.11. We were not able to reproduce with version 2.06. The conversations with the customer were suspect to them, maybe not really understanding the injector or what they were seeing. The only piece lf noticed which may be a clue was that there was a tech at the console and one in the control room. One may have changed the protocol without telling the other? This is the only customer site to call in about such an issue. We are not aware of any additional complaints like this one since the upgrades to 2.06 from this site or others. Conclusion: based on this evaluation, I would conclude that this was likely a user error. Future complaints should be monitored for any repeat occurrences.